Event description:
A falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The falsely depressed result was reported to the physician(s). The patient sample was repeated on an alternate dimension vista 1500 instrument, recovering higher. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that a falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality controls (qcs) were acceptable on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse ran system check and inspected the instrument. After inspecting the instrument, the cse replaced reagent 5 (r5) and sample 3 (s3) probes. Then, the cse observed a clog in washer probe b and replaced probe b. The cse replaced dryer probe due to condition and then replaced washer filters and washer tubing. The cse ran all alignments, primed the instrument, ran system check, and cleaned washers. All tests recovered acceptably. The cse reset the instrument, calibrated ca, and ran qc and patient samples, which recovered within the acceptable limits. The cause of the falsely depressed ca result is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00251 on 15-sep-2022. Additional information (28-sep-2022): siemens further investigated the incident and concluded that the instrument related factors potentially contributed to the falsely depressed calcium result. The investigation conclusions code in section h6 was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00251 on 15-sep-2022 and the first supplemental report on 06-oct-2022. Corrected information (11-oct-2022): the health effect - clinical code in section h6 of the initial report was inadvertently documented as 4583. The correct health effect - clinical code is 4582. The health effect - clinical code in section h6 was updated to reflect corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.